Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was unable to deliver insulin while filing tubing. Customer had to change set and reservoir in order to prime. Customer's blood glucose was 310 mg/dl. Supplies were thrown away.